Manufacturer narrative:
The only patient data available for review are two short ECG strip printouts one showing normal sinus rhythm and a second showing the alleged episode of ventricular tachycardia (vtach) which did not trigger an alarm. Close examination of the second strip reveals continuation of normal sinus rhythm corrupted by artifact which would not have met the alarm criteria for vtach. This data coincides with the clinician¿s statement that the patient was ¿asymptomatic.¿ there was no malfunction. This report is considered final and the issue closed.

Manufacturer narrative:
On site testing conducted by a spacelabs field service engineer (fse) confirmed the involved equipment performed to specifications. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. Placeholder.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 8:58 p.m. A patient experienced ventricular tachycardia (vtach) while monitored with command module model 91496 and bedside monitor 91387-28. The equipment did not generate an alarm for this event. No one was injured as a result of this event.

Event description:
This section was omitted from the previous submission. Spacelabs received a report that on march 28, 2015 at 8:58 p.m. A patient experienced ventricular tachycardia (vtach) while monitored with command module model 91496 and bedside monitor 91387-28. The equipment did not generate an alarm for this event. No one was injured as a result of this event.